Event description:
End user's mother alleges while end user was operating the motorized wheelchair on a grass/gravel covered driveway, the unit fell over. Allegedly, as a result of the incident, the end user fractured his femur and was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user's mother reported the end user was operating the motorized wheelchair on a glass/gravel covered surface. The owner's manual warns, "avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass."